Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
It was reported that the patient was on cipro for a urinary tract infection (uti) during the trial. The patient ¿felt better¿ during this time and did not know if ¿being on the antibiotic helped her feel better or the device made her feel better.¿ additional information was requested, but was not available as of the date of this report. Refer to manufacturing report #300420917 8-2014-10177 as the patient had a uti with the permanent implant as well.